Event description:
It was reported by the affiliate that during an unknown procedure, the titanium of the device fell off. The broken part did not fall into the patient. Another same like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.